Manufacturer narrative:
The device is in possession of the legal department in (B)(6).

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not providing oxygen. The patient expired. The device was evaluated by the manufacturer's service center. The customer's complaint of the device not providing oxygen was not confirmed. The device was found to operate and alarm to design specifications. The manufacturer concludes the device operated and alarmed to design specifications. The device did not cause or contribute to the patient's death.